Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1800118 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that under laparoscopic cholecystectomy, when the user tried to load an applier with a clip, it got broken. Another clip was properly loaded. The user inserted the applier into the abdominal cavity to ligate, however, the clip also got broken. All the broken pieces of the clips were collected, and no health injury occurred to the patient.

Event description:
It was reported that under laparoscopic cholecystectomy, when the user tried to load an applier with a clip, it got broken. Another clip was properly loaded. The user inserted the applier into the abdominal cavity to ligate, however, the clip also got broken. All the broken pieces of the clips were collected, and no health injury occurred to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned four loose clips from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was not returned. The returned loose clips were visually examined with and without magnification. Visual examination of the loose clips revealed that three clips were returned closed and the fourth clip was returned broken in half at the hinge. The clip broken at the hinge appears used as there is biological material present on the clip. It could not be determined exactly how or what caused the clip to break in half at the hinge. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broke during loading" was confirmed based upon the sample received. 4 loose clips were returned. One of the clips were broken in half at the hinge. Although the reported complaint issue was confirmed, it could not be determined exactly how or what caused the clip to break in half at the hinge. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.